Event description:
A customer reported to baxter product surveillance of a drip solution set in which the tubing kinks; the tubing that kinks is right above the y-site port proximal to the spike when it is used for 48 hours during an infusion of lactated ringers. This condition has the potential to cause an interruption of delivery. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4):a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.